Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was not using the device because it caused her heart to jump. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that the patient wanted an explant due to heart palpitations.

Event description:
A report was received that the patient was not using the device because it caused her heart to jump. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that patient¿s heart palpitation was not device related.

Event description:
A report was received that the patient was not using the device because it caused her heart to jump. The patient will undergo an explant procedure.